Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the smart remote manager refrigerator latch was misaligned, when close the door, the closure was not registered. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager refrigerator latch misaligned, when close the door, the closure was not registered. A field service engineer (fse) found that the door was functioning properly. The user reported that the drawer had previously failed to detect when it was closed. The fse inspected the microswitch and found it to be very dirty. The fse cleaned the microswitch and applied stabilant grease to improve performance. The system functioned as intended after the field service engineer repaired the device.